Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced an infection at the implant site three weeks post implant. There is no further information about the treatment the patient received, but the icm remains in service. No additional adverse patient effects were reported.